Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device entered overdischarge. The representative had reset the device and gotten it out of overdischarge. It was reported that the ins had poor coupling with recharging. The ins stopped charging either post or pre MRI and was unable to get coupling bars. Caller reported getting a text: re: MRI mode last night and then attempt to recharge. Caller was unsure if insr was directly over ins and patient is currently in hospital setting due to possible stroke. Caller reported to have assisted patient with putting MRI mode for brain MRI via text message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.